Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that buttons were unresponsive. Customer's blood glucose was 232 mg/dl. Device was making a humming sound, constant tone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No watchdog alarm/humming anomaly was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, operating currents, off no power or excessive no delivery alarm tests due to the blank display. Unable to confirm the unresponsive buttons due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads.